Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative advised they had received a patient report of a left side device rupture. The device has been removed however the location of the device has not been specified.